Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 component code, investigation findings, and conclusion code.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. If additional information is received a supplemental MDR will be submitted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The heart is a multivalvular system. Repair or replacement of one valve may affect the function of the adjacent valve by changing the heart structure and hemodynamics. In this case, there was no allegation of malfunction of the aortic valve. The cause of the event cannot be conclusively be determined; however, was likely due to procedural/patient factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. In this case edwards implant patient registry received information a 23mm aortic valve was explanted after being being removed from bypass and decannulated due to increase in native mitral valve due to regurgitation and systolic anterior motion. The explanted device was replaced with a 23mm aortic valve. Explant was not due to deficiency of the valve. Medical records noted patient presented with degenerative trifleaflet native valve aortic stenosis, obstructive cardiomyopathy, systolic anterior motion of the mitral valve, non-st wave mi, and bifascicular heart block. The native aortic valve was heavily calcified with calcium extending down into the left anterior leaflet of the mitral valve. A 23mm aortic valve was implanted. On transesophageal echo the aortic valve functioned well with no perivalvular leak. On review of the mitral valve the patient was noted to have marked increase in mitral regurgitation; however, the etiology was not immediately apparent with no prolapse or tethering of the leaflets noted. Eventually systolic anterior motion of the anterior leaflet was clearly identified. It was elected to return patient to bypass and replace the mitral valve valve. The 23mm was explanted and a 27mm mosaic mitral valve was implanted. Another 23mm aortic valve was then implanted in the aortic position. The patient did require cardioversion after the cross-clamp was removed for the second time. Tee showed the aortic valve had a mean gradient of 9 mmhg with a peak gradient of 17 with no evidence of perivalvular leak or deformity from the mitral annulus. The patient was taken from the operating room to the intensive care unit. Patient was discharged on post-operative day eight (8).